Manufacturer narrative:
Upon return of the lead lot number 0206732780 found no significant anomaly. The lead body was cut through, product segmented. The outer insulation and conductor wires were cut 7.5 cm from proximal end. The lead was pinched 8.1 cm and 9.7 cm from distal end; suspected anchor site.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# 0206732780, product type: lead. Product ID 3888-33, lot# 0 209121277, product type: lead. Product ID 3888-33, lot# 0206732780, product type: lead. Analysis results were not available at the time of report. A update will be submitted when analysis results are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported unpleasant stimulation in the low back on the right side when increasing voltage. The device was located too close to the muscle fascia, therefore leading to unpleasant stimulation. The patient experienced a loss of stimulation. The outcome was reported as resolved without sequelae. Interventions included replacing the lead. The lead was modified. The new lead position was horizontal with a new location of center or within. An ultrasound showed that the lead was too close to muscle fascia. The etiology was noted as related to the device or therapy and not related to the implant. The etiology was noted as related to the lead. Signs and symptoms included unpleasant stimulation.

Manufacturer narrative:
Lead lot number 02096732780 was never received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.